Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to fluid loss. In addition, it was noted that the cylinders were oversized, resulting in deflation and inflation issues. A surgical procedure was performed to remove the ipp and implant a malleable device. There were no patient complications.